Event description:
Per cnss (B)(6), the cannula from cleo infusion set broke off in the pt's subcutaneous tissue which caused a hematoma to develop directly under the cleo site. Pt's md was notified and advised pt to apply antibiotic ointment and cover with a dressing. Pt is to contact md office if any evidence of infection. Pt was switched to silhouette tubing and did not miss any dosing. Cleo infusion set was discarded lot# not available. Date of use: from (B)(6) 2018. Diagnosis or reason for use: primary pulmonary hypertension.